Manufacturer narrative:
The t:slim user guide states: humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (575 mg/dl). The ketone level was high and had been considered as being dangerous by a healthcare provider. Insulin injections were administered to address the bg level. The contact thought that the insulin was "getting too warm" and was the cause of the high bg, but was unsure. Reportedly, the cartridge was changed every 3 days. Tandem technical support advised the customer that humalog was labeled for 48 hour use with the cartridge. The contact acknowledged the information.